Event description:
Medtronic received info that during the implant of this bioprosthetic valve, when the surgeon passed the needle and sutures through the inflow aspect of the valve, the tissue began to tear. The valve was abandoned at implant and another valve was implanted. The pt died during surgery. It was reported that the pt was a high risk surgical candidate and death was not related to a valve malfunction. The abandoned valve was not returned.

Manufacturer narrative:
(B)(4). Evaluation method: device history has not been reviewed. Results: no product returned. Conclusion: cause of event cannot be determined. Analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.